Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact av access drug eluting balloon was used to treat the venous outflow of the left arm. Approximately 19 months later the patient suffered shunt dysfunction (avf stenosis) treated with medication and target lesion revascularization using a medtronic pta balloon. The patient recovered. The investigator assessed the event as not related to the device or procedure. The sponsor assessed the event as not related to the device, procedure or paclitaxel.

Manufacturer narrative:
Event was treated with a non-medtronic pta balloon in the venous outflow. If information is provided in the future, a supplemental report will be issued.